Event description:
The husband of a female patient contacted lifecor customer support to report that he had pulled the battery pack to turn off the device this morning because of constant and escalated alarming. He reported that it started with "check belt" messages. He states he checked everything - ECG electrodes are not flipped, te pads are in correctly, etc. Now it's saying "check manual". He did say that his wife has lost some weight. He changes her garment several times a week, but hangs them to dry. Support requested a data download. A review of the downloaded data revealed significant side-to-side falloff and some dual lead noise. The right side falloff appears to have spiked recently. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the "check belt" and "check manual" messages was an open connection within the distribution node. The wire from the trunk cable to termination t9 (lead_1_neg) on the distribution node pca had been pulled away from its solder connection resulting in the open connection. The root cause of the open connection was excessive force on the cable. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.